Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was initially treated with zosyn (route, dosage, frequency, and duration not reported) then on an unreported date was switched to ceftriaxone (route, dosage, frequency, and duration not reported) after the peritoneal culture result was returned and on unreported dates received vancomycin 1 gram every five days intraperitoneally for two doses for the peritonitis event. Dianeal therapy was ongoing. After eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.